Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with device breakage and migration added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.